Event description:
It was reported that patients spinal cord stimulator (scs) devices were explanted for unknown reason. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7092556 UDI: (B)(4). Product family: scs-linear leads upn: m365sc2218700 model: sc-2218-70 serial: (B)(6). Batch: 7092533 UDI: (B)(4). Product family: scs-leads fixation upn: m365sc43160 model: sc-4316 batch: 31979846 UDI: (B)(4).